Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant from the study reported that during impella cp support, the patient experienced a ventricular aneurysm rupture due to coronary vessel disease that was determined to be related to the impella device and possibly related to the procedure. The patient required medication, transfusion, and a pericardial puncture to resolve the issue. 500 ml were drained during the puncture. The patient survived the event.

Manufacturer narrative:
The investigation for the vascular damage has been completed. Impella was not returned. Ventricle perforation occurred on (B)(6) 2023 which is 4 days post impella cp explant. Ventricle rupture occurred due to aneursym the cause of the ventricle perforation issue was most likely patient condition related per clinical information and the relation to impella is unknown since event occurred 4 days after impella explant.